Manufacturer narrative:
(B)(4). Batch # p9352w. Investigation summary the device was returned with the blade damaged and no click sounds were heard when the trigger was pressed. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The device was inspected and contact with metal marks were found on the blade surface. Upon disassembly, it was found that the clicker was broken at one end. The broken piece was not found. Possible cause of clicker damage is repeated cycling of the handle trigger in excess of the low cycle fatigue limit of the clicker component. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after a laparoscopic low anterior resection, it was found that the coating of the blade was partially peeled off. Gen11 was used. The device functioned without problems during the op and completed the case. There were no adverse consequences to the patient.